Manufacturer narrative:
Exemption e2017024 : intervascular sas (manufacturer) is submitting the report on behalf of maquet cardiovascular, llc (importer). (4118) no investigation could be performed to date since there is no event description or graft identification available. Additional information is being sought. (11) the investigation is still ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
The patient's vascular graft (type unknown) had become infected and the surgeon wondered if this infection was due to a product change. Getinge was aware of this from an off-hand conversation with the hospital materials coordinator. No additional information could be retrieved to date.

Manufacturer narrative:
Despite repetitive efforts, no event description or graft identification were provided. Therefore, no investigation could be performed. The device complaint cannot be confirmed. Corrected data: it was reported that the involved graft was of type unknown. However, in the same complaint intake form, it was mentioned that the device was an hemagard graft. As no confirmation could be obtained, it was considered that the involved device was an hemagard graft: the corresponding product code for hemagard is dsy in block d2.